Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported, prior to treatment of post-partum hemorrhage due to uterine atony using a bakri tamponade balloon catheter, the operator tested the balloon and discovered it was leaking through a pinhole. The blood loss prior to bakri placement was 700ml. The blood loss after the difficulty with the balloon was 50ml. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), specifications, quality control procedures, and a visual inspection of the device were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation in a prior-to-use condition. The stopcock was not returned with the catheter. Under magnification, the balloon displayed irregular shaped cut/puncture marks located near the proximal end of the balloon material. Puncture marks were noted to have penetrated the material, creating holes in the balloon causing leakage. The device appeared to have been cut by a sharp instrument of undetermined origin. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the device specifications or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information available, investigation has concluded that a definitive cause for this event could not be determined. We will continue our monitoring of similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 23jul2020: the blood loss prior to bakri placement was 700ml. The blood loss after the difficulty with the balloon was 50ml. The cause of the post-partum hemorrhage (pph) was uterine atony. The patient was covid-19 negative.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unspecified procedure using a bakri tamponade balloon catheter, the operator tested the balloon and discovered it was leaking through a pinhole. The procedure was completed by using another new device. No adverse effects have been reported due to the alleged malfunction. Additional information has been requested. No other information is known at this time.